Event description:
It was reported that during an unknown procedure, devices had fractured tips. It is unknown how the procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
Date sent: 08/04/2008. Information anticipated, but unavailable at this time.